Event description:
It was reported the patient lost weight and the ipg was superficial in the pocket casing pain and the patient was experiencing ineffective stimulation due to lead migration. Migration was confirmed through imaging. Surgical intervention took place wherein the ipg and one lead were explanted and replaced to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000148691. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.